Manufacturer narrative:
Device was not able to be returned for evaluation and not conclusions can be made at this time. Exceeding 10-degree angulation can allow the screw tips to intersect one another inhibiting proper screw insertion.

Event description:
Contact reported that due to the patients anatomy, the single bore drill guide was at an angle of more than 10 degrees. When the' guide was removed a bushing in the plate pulled free. The surgeon was able to insert the bushing back in place and implant the screw. The next screw was placed at an angle and had to be removed, and the surgeon could not re-insert it. The plate was secured with three (not 4) screws. Due to the complexity of the patient's condition the surgeon plans to revise the pt to add posterior fixation as to support the area. If this were to recur and the bushing come free it could require surgical intervention at the time of the event. As a result, MDR is being filed to document this event.